Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via phone call indicating a blank display screen on their insulin pump. The customer's blood glucose level was 28.6 mmol/l at the time of the incident. The customer was informed that energizer aa alkaline batteries are most effective. The customer was also informed that batteries should be stored at room temperature and be used within expiration date. The customer was assisted with the issue and was informed that the pump needed new batteries. The customer's insulin pump worked as designed after new batteries were inserted in the insulin pump.

Manufacturer narrative:
The pump was received with no button response due to corroded keypad traces. However, the keypad traces were cleaned and used a test keypad overlay with the keypad dome switches and the pump passed all functional testing, including the rewind, seating, basic occlusion, occlusion, force sensor and displacement tests. The pump was monitored for several days and no pump error 68 alarm, blank display, beeping, vibrating or lights flashing were noted. The battery tube connector was plugged in properly during visual inspection. The pump failed the leak test from the keypad overlay. The pump was received with a scratched case, a peeling keypad overlay, a keypad overlay texture damage and minor scratches on the lcd window.